Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose level of 700 mg/dl. Reportedly, the customer fell which resulted in broken finger. The customer was treated with intravenous insulin and saline. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support (cts) informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with cts confirmed that the pump and related supplies were operating as intended.